Event description:
It was reported that during an unk case, the staples were coming out bent. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 10/18/2007. The analysis results confirmed that the device was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 31 staples as intended. However, during testing. The staples did not feed properly. Although no cause could be found as no anomalies were found on the device. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.